Event description:
I am an orthopedic surgeon and I am seeing an unusually high number of failures of the wright medical metal on metal total hips that I have implanted. (B)(6). Dates of use: 3 yrs usage. Reason for use: hip arthritis.